Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that no audio alert on the smart device was reported. No additional patient or event information is available. Data was provided for evaluation. Confirmation of the problem was not confirmed via data. The root cause could not be determined via data.